Event description:
Consumer states that the floss took out part of her filling. Consumer has used them two days apart from each other. Consumer stated that it was not gliding properly.

Manufacturer narrative:
Consumer has not returned product, so we ar unable to do a product investigation. Dental fillings are used to restore tooth structure loss, such as dental caries. Dental fillings have a finite lifespan. Factors affecting this are the size and location of the filling, the tooth, the materials the fillings is made of, and the daily cleaning and maintenance. MFR was unable to determine the age of the consumer's dental fillings. Until more info is rec'd to enable an investigation to be conducted, this event is closed.